Manufacturer narrative:
No issues were identified during a review of the alarm trace data. The field service engineer (fse) found an issue with the reagent probes and a vacuum valve. The fse replaced the sample probes, and the vacuum valve and did adjustments. He decontaminated the system and replaced the gear pump head. The fse then replaced the vacuum pump diaphragms, filter, and valves. Calibration and qc were performed and were acceptable. The fse ran an instrument check and it was working within specifications. No issues were reported afterward. The service actions resolved the issue.

Event description:
We received an allegation of questionable results for 2 patients' samples tested with hba1c assay on a cobas c513 analyzer (#5) when compared to another cobas c513 analyzer (#4). The patients' samples were whole blood samples. Sample 1 (patient 1): initial result: 9.75%; repeat result: 5.2%. Sample 2 (patient 2): initial result: 9.4 %; rerun result: 5.32%. The samples were initially tested on cobas c513 analyzer (#5). The questionable results were reported outside the laboratory and they had been doubted. So the samples were rerun on a different cobas c513 analyzer (#4). The repeat results deemed to be correct. The results were then corrected and reported outside the laboratory. The hba1c reagent lot number was 64510001 with an expiration date of 31-oct-2023.

Manufacturer narrative:
The customer mentioned that they were having an issue with qc recovery then they got it within the acceptable range. After running no more than three trays of patient samples, the qc went out of range again and that was where high hba1c results got generated on patient samples as well. The customer stated that a probe was last changed on (B)(6) 2023. The system was also flushed and the valves were changed. The customer stated that on (B)(6) 2023 they received a "lower reagent volume" alarm (the remaining volume of the reagent is less than the yellow alarm level (test count) specified on utility > system > reagent level). Investigation is ongoing.